Event description:
Medtronic received information regarding a pipeline flex embolization device stent that failed to open at the distal end. The patient was undergoing a procedure for flow diverter treatment of a left internal carotid artery (l-ica) c7 segment unruptured saccular aneurysm. The aneurysm max diameter was 5mm and the neck diameter was 4mm. Vessel tortuosity was normal. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). After the marksman microcatheter was positioned in place, the pipeline was delivered. During pipeline stent deployment, when less than 50% of the stent was deployed, the distal end failed to open. The pipeline was not positioned in a bend. The pipeline was resheathed 2 or less times; no other steps or devices were used to open the pipeline. It was resheathed and removed with the marksman microcatheter. Once the system was withdrawn and the device was "tensioned," it was observed that the distal end had opened some but appeared fish-mouth shaped and the distal braid wires were damaged. Another marksman microcatheter and a slightly larger pipeline (ped-400-16) were then used to complete the procedure successfully. There was no harm or injury to the patient. Post procedure angiography showed vessel patency with normal flow. Ancillary devices: marksman microcatheter (lot: 231338907), marksman microcatheter (lot: 229701666), pipeline flex (ped-400-16, lot: d064345), 8f guilding guide catheter, synchro 14 guidewire

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 231338907); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the pipeline damage was not determined. Both the pipeline and marksman devices were replaced to complete the procedure, but no problems or damage were observed with the use of the marksman microcatheter.

Manufacturer narrative:
H3 ¿ analysis as found condition: the pipeline flex device was returned for analysis inside an open pipeline flex inner pouch, inside a sealed biohazard bag, and inside a shipping box. The reported marksman catheter was not returned. Damaged location details: the pipeline flex tip coil was damaged. The distal and proximal dps restraints and dps sleeves were intact, with no damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation or damage. The pusher wire was kinked at 107.0cm to 116.0cm from the proximal end of the pusher wire. The braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. One braid end was observed to be folded in on itself, while the other end was open and frayed. No other anomalies were observed. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ could not be confirmed. The returned pipeline flex braid was observed to have one end folded in on itself, and the other end was open and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open are patient vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the vessel tortuosity was normal and that the pipeline was not positioned in a bend, which rules outpatient vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. Therefore, a damaged braid could have contributed to the reported failure to open. The braid can be damaged due to over-manipulation, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. In addition, the damage seen on the braid (fraying/folded in on itself), tip coil (damaged), and pusher wire (kinked) indicates that high force was used. The damage could have occurred when the user advanced/retrieved the pipeline flex device through the reported marksman catheter against resistance. Possible causes of resistance include an incompatible/damaged catheter and a lack of continuous heparinized saline during the procedure. The reported marksman catheter was compatible with the returned pipeline flex device, as it has a labeled inner diameter (ID) of 0.027 inches, ruling out an incompatible catheter as a potential cause. Therefore, a damaged catheter and a lack of continuous heparinized saline flush could have contributed to the resistance. However, the cause of the resistance could not be de termined. Since the reported marksman catheter was not returned, any catheter-related issues could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.